Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/01/2015). The patient¿s meter has been returned on 5/5/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue first occurred. The patient detailed that she manages her diabetes with an insulin pump and consumed less food or drink in response to the alleged issue. The patient claimed that ¿around 13 hours¿ after the alleged issue she developed a symptom of ¿throwing up¿ and that on (B)(6) 2015 ¿after 12 noon¿ she administered 5 units of insulin. At the time of troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the product. The customer was using the correct test strips with the meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute complication of either of these conditions. This complaint is being reported because the alleged issue was not resolved with troubleshooting.